Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2008. 5076-45 lead, implanted: (B)(6) 2008. 5867-3m adaptor, implanted: (B)(6) 2015. 5867-3m adaptor, implanted: (B)(6) 2015. (B)(4).

Event description:
The patient reported that when the patient sits in a chair and leans to the left, the "third lead" starts pacing the patient's heart. The patient was concerned about unnecessary pacing and the discomfort from this. The patient had been seen twice by a nurse for reprogramming, but the nurse was unable to correct the matter so programming was placed back to implant settings. The lead remains in use. No patient complications have been reported as a result of this event.